Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with the lowest reading of 67 mg/dl and duration under 15 minutes and treated the event with oral carbohydrates; device low alerts were received, and no assistance or medical intervention was required. Symptoms included no reported immediate health effects such as loss of consciousness or dizziness. Outcomes included resolution of the hypoglycemia without hospitalization or long-term impact. Investigation included case intake, complaint handling, and user education regarding low glucose recognition and treatment. Investigation of this case revealed no device malfunction reported, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.